Event description:
Information was received from a patient regarding an external device . The reason for call was the controller was not charging. The issue started on friday. Patient called the representative on saturday and the representative tried a few things and it did not work. The representative told patient to try a different outlet. Pt also tried a reset. Pt also tried aas and it powered up but then could not charge. On the call patient confirmed they were seeing the batteries screen and both batteries were at 40%. The green light was not blinking. Had pt try aa batteries in the controller and the controller powered up. Had pt plug in the controller without the battery. It did not power up. The power supply had the green light. An email was sent to repair to replace the power supply. Emailed prs to update hcp info.

Manufacturer narrative:
Continuation of d10: product ID 97745ac : product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: 97745ac: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.